Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted.a follow-up report will be filed should any significant supplemental information become available.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. It is unknown if this alarm occurred during patient therapy; however, no patient injury or medical intervention was reported.